Manufacturer narrative:
(B)(4). Unit passed displacement test, sleep current test, active current test and selftest. Unit received with missing segments due to cracked glass. Low battery alert less than 1 week not confirmed.

Event description:
It was reported that the insulin pump had normal screen but battery was empty and there was red light flashing. The customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.